Event description:
Ligasure lhook sealer lf5637 (1 used, 3 wasted) not able to use with multiple ft 10 generators. #7, #10 did not work with the wasted disposable item. Biomed, rep in room to troubleshoot. Rep brought ft10 in from car, checked with biomed and 4th ligasure lhook sealer worked with unit. A 45 min delay to troubleshoot. Harmonic ace, ligasure, bovie, and extended tip all wasted during troubleshooting. Dr smith updated family during troubleshooting. Case able to be completed as scheduled. FDA safety report ID# (B)(4).